Event description:
It was reported that during a routine device replacement procedure the new implantable cardioverter defibrillator (ICD) was handed to the physician and the leads connected but wireless telemetry could not be established. The ICD was re-interrogated but an observation showed that "wireless telemetry is no longer available in this device". The programmer was changed and tried again but still the same message appeared. Another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Was unable to establish telemetry c (tel-c) with device. Analysis confirmed the no tel-c condition at the device and hybrid levels. The rfm was reflowed off the hybrid for further testing and analysis. It was placed in a sbb and the failure was isolated to the rfm by observing unsuccessful power up after four attempts and confirming the tel-c status registers again indicated a crc error had occurred and tel-c had been disabled. I-v sweeps were performed with the rfm identifying pin xa11_pi3 to be highly resistive. The analysis failure signature is consistent with the cause being the consumption of the ni/v ubm in the rfic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.